Event description:
Laryngectomhy pt aspirated the low pressure voice presthesis on 2 separate occassions, both requiring bronchascopy to remove item from lung. No further sequelae first event: 12/04 pt removing device for cleaning at home. Triggered coughing followed by deep inhalation. Second event: 1/05 rn removing in hospital, device for cleaning triggered coughing and aspiration.